Event description:
Meter would not power on. The pt was unable to obtain a result on the meter because the meter did not power on. Pt replaced the meter battery and the meter did not power on. Pt last tested with the meter approx one week ago. The pt experienced dizziness, weakness and "could barely function". Pt did not test while having symptoms. Pt went to the hosp to get pt's blood glucose tested; the result obtained at the hosp was not provided. No treatment provided to the pt was noted, no info was provided regarding the pt's diabetes treatment regimen. There is insufficient info to indicate that the pt experienced injury due to the product. The customer representative (ccr) verified that the test strips were correct, the battery was correctly installed and less than 1 year old, and the battery contacts were in good condition. The ccr walked the reporter through pressing the power botton; the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.